Event description:
It was reported that the booting process on the programmer was too slow. The programmer will be returned to the manufacturer. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the electrocardiogram (ECG) connector was loose. As a result the connector was replaced. (B)(4).